Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. See MDR # 3004209178-2017-06217 for all additional information regarding this event as this information reported on (B)(6) 2017 indicates the out of range impedances did not resolve with the replacement of 37712 ins and are associated with the new system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the out of range impedance did not resolve with replacement of the implantable neurostimulator (ins) and the impedance did not change. The ins is in the left flank. The hospital has possession of the replaced ins and it was not sent back for analysis. The extensions and paddle lead were not replaced. It was reported that the physician was aware that the impedances were out of range. It was suggested at the time to test the extensions and paddle with the multi-lead trialing cable (mltc) intra-operatively. No further complications were reported.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and degenerative disc disease. It was reported that upon impedance check pre-operatively for a battery replacement, electrodes 8-16 on the lead were outside of normal range. There were no known factors associated with those. No diagnostics were performed. The physician was information of the limits and they opted to leave the paddle lead and extensions in place and only replaced the battery. The patient stated that they had gotten adequate coverage prior to the battery being at end of life (eol). It was asked but unknown if the issues were resolved at the time of the report. It was asked but unknown if a surgical intervention was planned. The patient was alive with no injury. Patient information regarding medical history and patient weight were asked but unknown. No patient symptoms were reported. No further complications were reported.